Event description:
A customer reported that the auto valve did not work at time of air "insufflation" during a vitrectomy procedure. The eye began to lose pressure preoperatively, but the customer was able to obtain adequate intraocular pressure. The procedure was completed with no harm to the pt. Additional info has been requested.

Manufacturer narrative:
A sample has been received for in house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).